Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 22 mg/dl. Reportedly, customer unlocked their pump and initiated a bolus which decreased their bg level. Reportedly, customer became incapacitated and their spouse called the paramedics who treated customer with a glucagon injection. Reportedly, customer was taken to the emergency room and admitted to the hospital where they were treated intravenously with fluids of saline. Customer was released on (B)(6) 2023, with the issue resolved. Systems check with tandem technical support confirmed the pump is functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.